Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in hematology/oncology the product broke which resulted in a cap change being required. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the collar cracked was confirmed. Visual inspection showed that the male spin collar on the extension set had a crack running parallel to the direction of the fluid flow. Further inspection of the damaged component under magnification showed that the ridges on the male luer, which are used for leverage in disconnecting, were stripped. The maxzero connector that was attached to the extension set was successfully disconnected from the extension set. The root cause of the breakage is excessive force being applied to the product when attempting to disconnect.

Event description:
The customer reported that in hematology/oncology the product broke which resulted in a cap change being required. There was no patient harm.